Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries (nervous system disorder). Diagnosed with neuropathy (neuropathy peripheral). Copper depletion (copper deficiency). Excess zinc (hyperzincaemia). Severe and permanent physical and other injuries (injury). Case description: an attorney reported that his adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive cream, unspecified total daily use after receiving full dentures in 1995, and experienced severe and permanent health consequences requiring hospitalization including the following: profound and permanent neurological injuries, was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, severe and permanent physical and other injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. His client discontinued use of fixodent once she was diagnosed with neuropathy. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.